Manufacturer narrative:
Product event summary - the delivery catheter was returned and analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The catheter was damaged during use.

Event description:
It was reported that during the implant of the left ventricular lead, the lead was difficult to place due to the patient's anatomy. Once the lead was placed, the physician prepared for the slitting procedure for the catheter. During the slitting procedure, the insulation of the lead was destroyed by the slitter as it slipped out of the catheter. The left ventricular lead was removed along with the catheter. A second attempt was made with a new lead and catheter which was successful. The physician did complaint about the "new" slitters with the deflectable catheter. No patient complications have been reported as a result of this event.